Event description:
The customer reported that "the needle fired, however, it didn't feel like the needle retracted and felt painful." An hr later, the customer was sleeping when the pod made a loud popping sound, and the needle retracted. When the customer woke up in the morning, she reported a blood glucose of 386 mg/dl. The customer also stated that she has stress induced diabetes and her high could have been a result of stress going on in her life currently but she couldn't state for certain. Since she had high blood glucose levels, she took a bolus and the pod alarmed during the bolus. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle did not retract, to determine its root cause or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.